Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware of the implantation date. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with 325cc mentor memorygel breast implants and experienced bilateral rupture and capsular contracture postoperatively. The patient was diagnosed with baker grade ii capsular contracture on the right side and baker grade IV capsular contracture on the left side. The ruptures were confirmed with an ultrasound and MRI. As a result, the patient underwent bilateral device removal on (B)(6) 2020. This report is for the patient's right-sided device.